Event description:
It was reported that a malfunction occurred with the customer's pump, identified by the error code 16-0x20e6. There was no reported impact on the customer's blood glucose level. No further information was available.